Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp IV fat emulsion administration set was leaking while being used with a total parenteral nutrition bag. The leak was coming from the intravenous line at the base of the hub. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure, clear passage, and priming tests were performed and the results were not satisfactory. A leak was observed between the assembly of the tubing into the drip chamber. A dimensional test was performed and the device was according to specification, however, the assembly of the tubing into the drip chamber was not according to specification. The reported condition was verified. The cause of the condition was an incorrect amount of solvent or an incorrect manual assembly method during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.